Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occurred in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three days post-surgery, the patient experienced an allergic reaction to the bovine component of the floseal. The indication for the surgery and the amount of floseal used was not reported. The allergic reaction was manifested by the development of a seroma (no further detail was provided). As a result, the patient underwent another procedure "to clean the zone". On an unreported date, the patient was recovered from the event. No additional information is available.